Event description:
User received discrepant albumin results for one patient sample. Initial result gave 0.38; repeat gave 4.16 g per dl. Initial result was reported. User stated the patient was not treated based on the result reported, because she caught the error and called the corrected result within 15 minutes of the original result reported. If additional information is received, appropriate notification will be provided.